Event description:
It was reported that before use on a patient, the pressure tubing separated from the sampling site (z-site). Another device was used for the patient and no injury occurred.

Manufacturer narrative:
The event occurred approximately 2 months ago and was not reported by the account at the time. No product is expected to be returned for evaluation. A review of the manufacturing records could not be done without a lot number. With no product to examine, it is not possible to confirm the complaint or determine what factors may have contributed to the event. No actions will be taken at this time.